Event description:
It was reported that the patient experienced a loss of therapeutic effect on her main program. It was noted that programs 1 and 2 worked best for the patient, but had not been working well lately. Programs 3 and 4 did not work as well as programs 1 and 2. The patient felt a shock when she switched to program 4, and it was noted that the stimulation was set to 4.8 v, which was higher than the patient used on her other programs. The patient was going to contact her hcp if she was unable to adjust stimulation to provide adequate therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3093-33, lot#: v557158, implanted: 2011 (B)(6), explanted: na. Programmer: model 3037, serial#: (B)(4). (B)(4).